Event description:
It was reported by service report that the fowler raised and lowered with the gatch controls and the gatch raised and lowered with the fowler controls and bed was not able to be lowered into its lowest position. No pt involvement or adverse consequences are reported.